Manufacturer narrative:
Additional info: h.4.

Event description:
It was reported that an overinfusion of propofol occurred in the ed. The patient arrived unresponsive and seizing; a propofol drip was initiated for intubation. At 1720, propofol (50 mcg/kg/min./100ml) was programmed at a rate of 24 ml/hr; although a bd representative stated that the user reported starting the infusion at 20 (however did not confirm 20ml/hr rate or 20mcg/kg/min dose). During the infusion the nurse at the bedside reported the propofol was "blousing" wide open (interpreted to mean bolusing) to the patient. The nurse clamped the line, stopped the infusion, and upon opening the lvp door to troubleshoot, noted that the safety clamp was not fully seated into the recess of the lower fitment. The nurse pressed the safety clamp into the recess, heard the ¿snap¿ that it was secured and seated properly, closed the door, and started the infusion. The infusion ran as intended and the patient was transferred to the ICU. The nurse stated around 1800, the patient 's blood pressure declined to 70/40, and an eeg documented "brain activity". The physician was notified, and the patient was treated with 1l lr bolus with a desired effect on the blood pressure.

Manufacturer narrative:
Bp dropped to 70/40, eeg brain activity. Unresponsive and seizing. Vented patient. Patient demographic requested however not provided. The complaint of a propofol overinfusion was confirmed. Upon inspection, dull iui connectors and a broken platen (upper hinge) were identified. The pcu event log contained no obvious programming errors that would result in the reported event. Functional testing performed found the pump module to be delivering fluid within specification after the broken platen was replaced. There were no anomalies observed with the returned primary set (model 2420-0007) and there were no leaks observed from the set. There were no issues with the silicone segment of the set. The pump module was received with a broken platen and unregulated flow was observed during functional testing. The root cause of the propofol overinfusion was identified as due to a broken platen.

Event description:
It was reported that an overinfusion of propofol occurred in the ed. The patient arrived unresponsive and seizing; a propofol drip was initiated for intubation. At 1720, propofol (50 mcg/kg/min./100ml) was programmed at a rate of 24 ml/hr; although a bd representative stated that the user reported starting the infusion at 20 (however did not confirm 20ml/hr rate or 20mcg/kg/min dose). During the infusion the nurse at the bedside reported the propofol was "blousing" wide open (interpreted to mean bolusing) to the patient. The nurse clamped the line, stopped the infusion, and upon opening the lvp door to troubleshoot, noted that the safety clamp was not fully seated into the recess of the lower fitment. The nurse pressed the safety clamp into the recess, heard the ¿snap¿ that it was secured and seated properly, closed the door, and started the infusion. The infusion ran as intended and the patient was transferred to the ICU. The nurse stated around 1800, the patient 's blood pressure declined to 70/40, and an eeg documented "brain activity". The physician was notified, and the patient was treated with 1l lr bolus with a desired effect on the blood pressure.